Manufacturer narrative:
The reagent information was not provided. The customer stated that qc was outside of specification prior to the event but was repeated after the event and within specification. The field service engineer (fse) checked the measurement paths, pinch valves, and system volumes. The fse found 3 defective fans and replaced them. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 1 patient sample on a cobas e 411 analyzer. The initial result was 135 pg/ml. The clinician questioned the result as it did not match the patient's previous result. The repeat result was 2461 pg/ml.